Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.368, lot: u332911, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: february 13, 2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Picture review: narrative (tip of reamer broken off) could be confirmed from provided picture. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that after inserting the expert a2fn nail into patient, surgeon wanted to perform the recon locking option. The golden sleeves were placed through the jig with two good guidewire placements. The length was measured and the next step was to drill/ream in order to place the first 6.5mm hip screw. During drilling/reaming after the nail, the tip of the drill/ream broke. Item 03.010.368 has a tip of 4.5mm and 6.5mm core reaming. The 4.5mm part broke off and remained in patient's bone. The entire nail had to be removed and different instruments were needed to find the broken drill bit inside the patient's bone. After about thirty (30) minutes, the broken part was found and procedure had to be redone. The procedure was completed successfully. Concomitant device reported: unknown expert a2fn nail (part# unknown, lot# unknown, quantity# 1). Unknown sleeve (part# unknown, lot# unknown, quantity# 1). Unknown guidewire (part# unknown, lot# unknown, quantity# 1). Unknown drill (part# unknown, lot# unknown, quantity# 1). Unknown aiming arm (part# unknown, lot# unknown, quantity# 1). This report is for one (1) reamer ø4.5/6.5 l450 f/hip scr f/expert. This is report 1 of 1 for (B)(4).